Manufacturer narrative:
Serial number not provided by the customer. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator did not run on ac power. There was no patient impact.